Event description:
The customer reported approximately 0.5 ml of fluid leaked from the probe of the coulter ac*t diff analyzer. The customer indicated that the leak was not contained within the instrument. The customer also stated that the instrument generated voteouts (non-numeric results) and over range results for quality controls at the time of the event. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event. The customer was wearing personal protective equipment consisting of gloves and a laboratory coat at the time of the event and there was no report of any injury or direct exposure to the leak.

Manufacturer narrative:
A field service engineer (fse) was dispatched to the customer's site. The fse evaluated the instrument but could not confirm an active leak. The fse replaced the tubing through the pinch valve that controls the vacuum for the probe wipe as a precaution. While evaluating the instrument, the fse also noted that the voltages were out of specification and discovered that the analyzer card was defective. The fse replaced the analyzer card to resolve the out of specification voltages issue. (B)(4).